Event description:
The device was attached to a person found unconscious and apneic. The pt's downtime was estimated to be approx 20 minutes. The device allegedly displayed a connect electrodes alarm and use of the device was inhibitied. Another set of electrodes was obtained and used. The device subsequently functioned properly and two automated ECG analyses were performed with no shocks advised. Paramedics subsequently arrived and took over treatment of the pt. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's viability.